Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b5 and h6 - health effect - impact code and medical device problem code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right tka. Subsequently, the patient reported experiencing pain right after initial surgery and that the implant is "deteriorating, oxidizing, breaking apart and scrambled". As a result, the patient underwent physical therapy and receives an x-ray every 6 months. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: (B)(6), gps implant kit v2 6000121071. 200-02-29 - three peg patella 29mm (B)(6). 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t (B)(6). 02-020-13-0330 - truliant cr cem fem cr cem right sz 3 (B)(6). (B)(6) - cemex system fast genta 70g (B)(6). 02-022-51-3009 - truliant tib imp crc insert sz 3, 9mm (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right tka approximately 3 years and 7 months ago. Subsequently, the patient reported experiencing pain right after initial surgery. As a result, the patient underwent physical therapy. No further patient impact reported. No further information available.